Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection of the returned device, the error description provided by the customer, sensor deviation error occurred could be confirmed by inspecting the device and the log files. The cause for the customer's failure description is based on the defective sensors and the defect proportional valve. The reason for the defect of both components is a random defect (component failure). The additional found defect led on main switch as well as the not current software are independent from the reported issue. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that 321: sensor deviation error occurred. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).